Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the occlusion issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 268 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Ed.